Manufacturer narrative:
Internal complaint reference: (B)(4).

Event description:
It was reported that, during a cori assisted tka surgery, during distal milling, the surgeon struggled to remove all the green on his distal femur. They finished in speed mode to remove the green. While the surgeon used his cut block to finish the femur cuts, the rep and tech removed, reinserted the burr, calibrated and prepared for the tibial cut. The surgeon free hand cut his tibia, then used the burr to finish the cut to plan. On his initial tibial milling the burr plunged 3.5-4mm deeper than planned. They stopped immediately, checked the checkpoints, nothing moved. They noticed the burr looked more extended than it should and decided to navigate the cut. They adjusted plan to account for the plunge, cut the tibia and moved on to trial. The rep/tech reinserted and calibrated the burr as the surgeon wanted to accurately finish his cut. After adjusting his plan to achieve his desired balance they burred down the remaining bone without issue. The surgery was completed after a non-significant delay.

Manufacturer narrative:
H3, h6: the real intelligence robotic drill, part # rob10013, serial # (B)(6), used for treatment, was returned for evaluation. System log files and screenshots were provided for investigation. Nothing was identified visually that contributed to the reported problem. A functional evaluation was performed. The reported problem was not confirmed. No errors were observed, the bur was able to lock normally and did not extend beyond the expected distance during exposure. System log files and screenshots were reviewed with the software support team. The reported problem was confirmed. Review of the screenshots verified that the overcut did occur and was visible on the bone model at the end of the case. Review of log files found several different errors which may have contributed to this event. The exposure motor was observed to experience stall errors and homing failures prior to the overcut. When attempting to recalibrate the drill after the overcut occurred, the calibration check failed due to improper z distance position. After the bur was reseated and recalibrated, the case was able to be continued without issue. Screenshots from the case were reviewed with the clinical support team. The reported problem was confirmed. From the discussion, it was discovered that the tracker clamps were used to take checkpoint locations, meaning that if the trackers shifted at any point, it would not have been detected. Additionally, it was determined that the observed exposure issues could have been caused by a mechanical blockage such as debris stuck in the drill guard. The reported issue of an overcut was confirmed by the log files and screenshots. Due to the nature of the event a definitive cause could not be established, however it does not seem likely that the drill contributed to the reported incident. From the calibration data, it cannot be determined if the bur was properly seated in the drill initially as the z distance changed from the beginning of the case to the final cut. Since the exposure and homing errors could not be reproduced during testing, it seems more likely they were caused by a mechanical blockage during the case and not an electronic failure. This could have been cleared when the bur was removed and reseated properly. Due to the use of the tracker clamps for checkpoint collection, it cannot be ruled out that the trackers may have moved during the case, creating a situation which allowed for an overcut to occur without being observed in the virtual cut. Due to this evidence, the most likely contributing factors seem to point to an unintended user related error. A review of manufacturing and service records indicate the device met all specifications upon release into distribution. A complaint history review for similar reported/confirmed complaints found similar events. A historical escalation event review was completed. A review of prior escalation actions found no actions applicable to the scope of the reported complaint. As with any surgical procedure, there is risk involved. Potential complications accompanying surgery may occur, including: allergic reaction (anaphylactic and minor), infection, mild to serious physical injury, localized static shock, delay in the operation, surgical site nerve injury, vascular injuries of the lower extremity, soft tissue damage, major bone gouging at the surgical site, bone fracture, immature implant failure, unstable knee joint, limited or restricted knee range of motion, major blunt impact injury, unintended laceration/puncture wound, and osteonecrosis. The failure mode and associated risk have been anticipated within the risk file including a documented risk level. Although no further containment or corrective action is recommended or required at this time, the failure mode will continue to be closely monitored through complaint investigation and trended through post market surveillance activities.